Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), included in an advisory population, was not implanted due to high defibrillation thresholds, patient condition.